Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number?=>unk. ¿ please perform and document the follow up attempt for product return. H3 evaluation: one complaint sample of reservoir bulb with separated connection port from base, was received for evaluation, product was inspected visually, below are detailed findings : 1connection port of the bulb was cut partially from the base, and there were visible cut marks present on the section area. 2 other end of the separated connection port of around 5~6 mm was stuck inside the connector, and there were also visible cut marks on the section of the connection it is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2023 and a reservoir was used. After attaching the adapter to the reservoir suction port, when the surgeon was about to use the product, the protruding part of the suction port was broken easily even though the surgeon did not put much tension to it. Another package was opened and there was no problem with the surgery. There were no adverse consequences to the patient.